Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 84,869 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the fiber's beveled edge; the glass cap and fiber proximal to the fracture were found to rotate independently of the metal cap. Both caps remain attached. Detritus on the metal cap and devitrification of the cap output window were also observed. The identified issues may activate the system's fiberlife function which will modulate the power showing a pulsing beam and/or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.